Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3.,h.6 and h.11. A used company cartridge was returned for evaluation. An inadequate amount of viscoelastic was observed in the cartridge. The inner lumen of the cartridge was smooth with no protrusions observed. The cartridge shows evidence it was placed into a handpiece. No tip damage observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned for evaluation. Photos were provided that showed a lens in the eye. There appeared to be a small mark or crack at the optic edge, beside the haptic gusset area. The damage appeared to be on the anterior surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The associated lens was not provided. It is unknown if a qualified lens/cartridge combination was used. The handpiece indicated is qualified when used with the qualified lens/cartridge combinations. Based on the evaluation of the returned cartridge and the provided photos of a lens inside the eye, the root cause was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Not enough information was provided to determine if a qualified viscoelastic was used. The IFU also instructs that company foldable intra ocular lens ( iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the injector marked the lens on periphery. The doctor noticed it during implantation of the lens. Additional information was received, the marked lens was implanted. According to the doctor, since the mark was on the periphery, it does not affect the patient vision.